Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, when activating the ligasure devices there were multiple instances of the incomplete seal cycle alert occurring. The dissector seal worked fine, despite the surgeon cutting regardless of the incomplete cycle tone, however bleeding occurred. A sealed vessel approximately 6mm was then manipulated later in the operation and the seal failed which then leads to bleeding of less than 250cc, but blood transfusion was not needed. There was a re-grasp alert and evidence of energy delivery, but no end tone was heard. The hand piece was swapped for a small jaw, but the issue still occurred. The small jaw had re-grasp alert, evidence of energy delivery and there was an end tone. Finally, moved the small jaw to a forcetriad which seemed to resolved the issue. No patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifi cations. If information is provided in the future, a supplemental report will be issued.